Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported the pump would lose power or self-reboot without user intervention. Troubleshooting revealed there was no damage to the battery compartment or battery cap and the patient had replaced the battery cap as recommended by the manufacturer. It was also determined the patient was unable to tighten the battery cap securely, which may have contributed to the power issue. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): a review of the black box from (B)(4) 2012 showed no evidence of power loss or rebooting. The battery cap tightened securely with no o-ring visible. The pump was exercised for 24 hours with no power loss or rebooting. The complaint could not be confirmed or duplicated on investigation.